Manufacturer narrative:
The access vitamin b12 reagent was not returned for evaluation. A beckman coulter field service engineer was dispatched to the customer site and completed routine troubleshooting activities but did not identify any system or hardware issues that would have contributed to the issue. An assignable cause for the questioned results cannot be determined due to insufficient information.

Event description:
The customer reported obtaining non-reproducible vitamin b12 (access vitamin b12) patient results on their unicel dxi 800 access immunoassay system (s/n: (B)(4)). The customers patient results were lower than the normal range of the assay. Ten patient samples were sent to an alternate facility for testing and nine of the samples recovered within the normal range of the assay. One patient sample was reproducible and recovered low on repeat. There was a change in patient treatment. An unknown number of patients were administered vitamin b12 injections based on the false low vitamin b12 results. Quality controls (qc) recovered intermittently in and out of specifications. No issues with sample integrity were reported by the customer.